Event description:
Dr. Was performing an iliac stent procedure, using a cook formula 418 balloon expandable stent. Formula was inserted through another manufacturer's 7fr sheath and advanced up and over the bifurcation over another manufacturer's .014 wire guide, into a focal lesion in the right iliac. Formula stent was successfully expanded and properly placed. The balloon was deflated and an attempt to remove the catheter was problematic. The distal end of the collapsed balloon was unable to pass through the sheath and the wire guide would advance only slightly, but could not be pulled back. The balloon was slightly inflated again and deflated with double negative pressure. Once again, the proximal end of the balloon would go into the sheath, but the distal end could not pass. At this time, another wire guide was passed along side the formula catheter for access and the sheath, wire guide and formula catheter were all removed at the same time.

Manufacturer narrative:
During our examination of the returned device, the device was found to be damaged approx 2cm distal of the strain relief; the balloon was damaged approx 1cm from the distal tip. Based on the results of our investigation, it is possible that the damaged shaft would not allow the balloon to completely deflate. However, at this time we are not able to determine the root cause of this event. Our quality control department verifies that the balloon does not leak and that it deflates properly 100% prior to further processing. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.